Event description:
On 12/14: customer reports during procedure, that the cable stopped movement. Customer would not provide pt or procedural info other to say there was no pt incident or injury.

Manufacturer narrative:
Customer reports they replaced a safety switch, and the table is functioning correctly. On the leg extension, there are safety switches that will stop the table movement if lowered unto an object or the physician sitting at the root of the table. Customer stated the knee switch that caused the no table movement issue had been replaced and there had been no further incidents. The table was fully functional.